Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported no surgery will help hcp gave them 2 shots. Issue was not resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt was in excruciating pain and they could not do anything without it hurting them. Pt had their intensity at 2.9 when it was originally at 2.3. The pt could feel the electricity going through but not hitting the spot that was hurting. Pt was on group a. The issue had been since implanted and was continuously getting worse then the worse was in the last two or three days. During call pt went to group b and went to program 1 and it was at 0 intensity, pt increased the intensity to 3.2 for they started to feel a tingle in their legs when pt needed it in their right side. Pt went to program 2 and when they increased it to program 2 and it was going down their legs which was in the wrong direction. Pt went to program 3 and increased intensity and felt it in their hip for stimulation was coming up. Pt went to program 4 and when they increased intensity to 3 and it seemed to be helping a little. Pt said they were no longer in pain. The patient was redirected to their healthcare provider to further address the issue. Pt had an appointment on may 7th and it was under their understanding a rep could be there but did not know for sure. Pt noted that their doctor had them take two hydrocodone three times a day which was liking taking an aspirin which was not getting relief. They asked doctor for something stronger who then said to call the manufacturer. Additional information was received from the patient. Patient said they don't know what other steps were or will be taken to resolve the issue. Patient noted the issue is not resolved. For further steps that will be taken to resolve the issue, patient noted "surgery I think."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.